Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 45 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information provided: the staple height was blue. After the event occurred, another cartridge was loaded into the jaws, and the device fired again from where the device stopped at the event. After the procedure, leakage occurred a few days after the initial procedure. The patient¿s condition changed suddenly, and the patient was transferred to another hospital. The re-operation was performed in that hospital. The surgeon commented that 3 staples lines overlapped during procedure and it caused the leakage. The surgeon commented it was possible that the leakage occurred from the staple line of the device. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what staple lines overlapped? Was additional staple line overlap required due to the issues experienced with the ntlc device? Where was the leak identified? Were any staple malformation issues identified at any point in patient care? Does the surgeon believe the broken knob was a contributing factor to the postoperative leak? If so, please explain. What is the current status of the patient?

Event description:
It was reported that during an open transverse colectomy, the firing force was higher than expected on the way of the 4th firing, and the firing knob got stuck. The device was used on the colon to close the insertion site for feea. Then, the surgeon pushed the firing knob forcibly, and the knob was broken off. No pieces were left inside the patient. The staple height was blue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify what staple lines overlapped? Three staple lines were piled up. Was additional staple line overlap required due to issues experienced with the ntlc device? Yes. The firing force was higher than expected on the way of the 4th firing, and the firing knob got stuck. Then, the device fired again from where the device stopped at the event. Where was the leak identified? No information. Were any staple malformation issues identified at any point in patient care? No. Dr. Commented that the staples were seemed to be formed properly. Does the surgeon believe the broken knob was a contributing factor to the postoperative leak? If so, please explain. No information, but the surgeon commented that 3 staples lines overlapped during procedure and it caused the leakage. The surgeon commented it was possible that the leakage occurred from the staple line of the device. What is the current status of the patient? The patient was recovering after the re-operation. Further information was requested and the following was obtained: how many staple lines does the surgeon typically deploy to create the anastomosis (the event descriptions state 3 overlapping lines)? Fourth. The functional end to end anastomosis was performed. Why does the surgeon feel that the three staple lines overlapping led to the leak? Dr. Thought the staples didn't formed properly, because the staple lines were overlapped. Was there any evidence of tissue necrosis? No. Does the surgeon feel that the post-operative leak was directly correlated to the difficulties experienced with the firing knob intraoperatively? If so, why? Dr. Commented that when the firing knob stopped and the another device restarted the firing, the staple line may be overlapped. At least, the surgeon commented that 3 staples lines overlapped during procedure and it caused the leakage, and also commented it was possible that the leakage occurred from the staple line of the device.